Event description:
"Ration" of the implant was verified. Patient presented with poor oral hygiene, bruxism and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: peri-implantitis, pain and mobility. No further patient complications were reported.